Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4 pocket d1 failed to open and not detected on bus, which located on mptxicupx6. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found no issue, the issue was resolved by the customer by replacing the bad cubie, and no further investigation was required. The system functioned as intended after the customer resolved the issue.